Event description:
"The motor heats up excessively when in use" was the reason for repair. On follow up with foreign distributor, a person said that during case, motor became too hot for surgeon to hold, wet towels were used to keep the motor cool. No pt/user injury occurred.